Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak glucose of 368 mg/dl after eating grapes and pizza and announcing a smaller-than-actual meal, with elevated glucose persisting overnight while using a contact detach steel infusion set; the user changed all infusion and pump supplies and did not request further assistance. Symptoms included high blood glucose. Outcomes included no hospitalization and self-management at home. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and a likely contribution from underreporting carbohydrate intake relative to food consumed. It was concluded that the event was consistent with hyperglycemia of unclear cause with user-related factors possibly contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.